Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found an insulation abrasion at 16.0 cm to 16.6 cm from the connector pin. This damage was consistent with constant friction with another device. Insulation degradation was noted distal to the connector boot.

Event description:
It was reported that the patient had experienced syncope. Low impedance and a loss of capture at high output settings were observed on the right ventricular lead. Noise was also reported on the lead. The lead was explanted and replaced.